Event description:
Related manufacturer reference number: 2017865-2023-23967. It was reported that the patient presented in clinic for follow-up. The patient reported extracardiac stimulation occurring during arm movement. Upon interrogation, it was discovered that the right ventricular lead exhibited elevated capture thresholds and low pacing impedance. Programming changes were performed to resolve these issues. During a remote follow-up on 6 jun 2023, transmission revealed the right ventricular lead still exhibited low pacing impedance. The physician suspected a pacemaker header anomaly was the cause. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of header anomaly and low pacing impedance were confirmed. The device was received with normal telemetry communication and output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery voltage was found normal. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.